Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a longitudinal fissure on the blue air vent. Flow testing and under water leak testing were also performed, and the device was found to leak through the fissure. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the air vent of a vented paclitaxel set. There was no patient involvement. No additional information is available.